Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D6a: exact date is unk. Assumed first day of the month and first month of the year. Additional information was requested, and the following was obtained: at explant was there any damage to the posterior or anterior vagus nerve? No clear damage on explant. On what date did the implant take place? 2015 no detail available. On what date did the explant take place? (B)(6) 2024. What is the product code? Unknown. Lot #? Unknown. Does the patient have any of the allergies to metals? No. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Headache, tinnitus, erectile dysfunction post op, pain in neck. ¿vegal¿ symptoms. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Not come back for follow up yet.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
It was reported that a linx was implanted and the patient was extensively investigated with vagal nerve symptoms and delayed gastric emptying. Uneventful removal.